Manufacturer narrative:
The ortho field service engineer (fse) evaluated the instrument. The fse found a bent tip clamp in the reported problem area of the pipette assembly. Fse replaced tip clamp #10 and cleaned all others, inspected all plunger clamps and sleeves, verified proper calibration of x-arm and ran routine tests. The instrument was tested without further problem and returned to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).